Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On (B)(6) 2015, a medtronic representative performed an imaging system check-out, all areas passed. The lemo cable that connects to the detector panel was replaced and the detector panel was reinstalled. No further repairs required at this time. System performed as intended. On (B)(6) 2015, a medtronic representative, following-up, confirmed the cable was replaced and the imaging system is functioning normally. No parts will be returned to the manufacturer for analysis.

Event description:
A medtronic technical services representative reported that, while taking the gantry covers off for a training course, the detector panel fell off and as a result, bent and damaged a lemo cable connection from the detector interface board. As reported: during the o-arm o2 imaging system training we were taking a 3d spin. Two spins had been performed prior, but on the third one, we heard a thump coming from the gantry. During the training class, the inner gantry covers are removed. While removing the upper cover, the detector panel fell out and onto the cover itself as it was removed. An inspection of the screws appeared to show that they were not secured tightly, and no threadlock had been applied to the screw. As the panel fell out, the lemo connection on the end of the cable that connects to the panel from the detector interface board was damaged. A replacement cable arrived the next day and the panel was able to be repaired and re-installed. There was no patient present when this issue was identified.